Event description:
It was reported that during an unk procedure, received an instrument error code from the tip breaking off of the device. The tip was retrieved from the pt's abdomen with no consequence. It was not reported how the case was completed.